Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The device was found out of specification with respect to the reported door would not fully latch problem. The eval confirmed but did not reproduce the door not fully latched alarms. The reported symptom was found to be due to cracked threaded inserts from front case which allowed separation between front case and mechanical assembly, resulting in excessive force being required to close door. The front case assembly was replaced.

Event description:
It was reported that a spectrum pump door would not fully latch closed. It was also reported that there was no pt involvement.